Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an ear/nose/throat (ent) surgical procedure, it was observed that the attachment device was heating up. The reporter stated that this event had occurred on more than one occasion. It was not reported if there any delays to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: incorrect device manufacture date. The device manufacture date was incorrectly documented. The device manufacture date has been updated from dec 30, 2014 to nov 20, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.